Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had pain when they would go to stand up or sit down. The pain was from their spine to their anal cavity. The patient stated that it "twinges." Additional information received reported that the patient's leads were removed (B)(6) 2016. Signs of an infection were also noted.